Event description:
Per the surgeon's report, this patient electively had his device explanted in 2006, and was reimplanted with a new device in "hopes of having more electrodes" inserted. Upon receipt of the device, an analysis was performed. The device did not meet manufacturer's specifications. The evaluation summary is attached.

Manufacturer narrative:
This is a final report. It was reported that the device was electively explanted, with the patient reimplanted with a nucleus freedom cochlear implant with contour advance electrode in "the hope of inserting more electrodes". The device wsa electively explanted. However, during the analysis of the device, it was observed that there was a tear in the silicone carrier of the stimulator at the helix exit. The results of tests performed with the device in saline solution showed that the tear in the silicone carrier caused a breach in the electrical insulation of the electrode wire assembly. The device passed all other tests conducted when it was dried.